Event description:
Boston scientific received information that the remote home monitoring system exhibited a red blinking light due to a potential unspecified product performance issue related to this implantable cardioverter defibrillator (ICD). A boston scientific company representative referred the patient to the physician for follow up. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
(B)(4) the local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.